Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported the trial patient's lead came out of their neck so they were taking them to the emergency room. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.